Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not pass high pressure test and also had under delivery. The customer blood glucose level was 17 mmol/l to 19 mmol/l, 26 mmol/l. The customer pass auto test with alert to replace battery. The customer took insulin pen. The customer feel ok to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No power loss alarm noted during testing or in the device trace download. The insulin flow blocked alarm functioning properly. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window. (B)(4).